Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Reportedly, the pump was not calculating carbs correctly. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: a review of the pump's black box memory showed that the total daily delivery values add up correctly and correspond to the programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. During testing, the pump was exercised for 24 hours at a 2.0u programmed basal rate without call service alarms, warnings, or issues. The pump accurately recorded the insulin delivery in the pump history and the total daily delivery was correctly added up corresponding to the programmed basal rate. An ezcarb bolus was manually performed, found to deliver accurately, and recorded accurately in the pump history. The original complaint of an inaccurate delivery issue was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.